Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 05/01/2024 23:37:03.000 three no delivery alarms were recorded. On event date, 05/02/2024 03:41:47.000 through 05/02/2024 04:01:47.000, multiple no delivery alarms noted. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). Unable to perform the displacement accuracy test due to accidentally cutting pump open prior to the testing. Under medical review window tab in adapt boluses were delivered as follows: 05/02/2024 07:45:43.000 normalbolusprogrammed (21). 05/02/2024 07:52:23.000 normalbolusdelivered (220). 05/02/2024 12:06:24.000 normalbolusprogrammed (21). 05/02/2024 12:09:01.000 normalbolusdelivered (220). 05/02/2024 13:23:57.000 normalbolusprogrammed (21). 05/02/2024 13:26:37.000 normalbolusdelivered (220). Unit may have had an intermittent failure not detected during our testing. No abnormal behavior during pump download history review. Unit received with cracked case (battery tube) and pillowing keypad overlay. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery/occlusion alarms noted. Unit functioning properly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was under-delivering and an insulin flow-blocked alarm. The customer reported blood glucose value of 294 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Troubleshooting was performed, and the issue was not resolved. The event involved products mmt-1884l, mmt-7040a, mmt-384a, and mmt-332a. Customer was using the auto mode/smartguard feature at the time of the event and has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Product return was requested for mmt-1884l, and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-384a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2024 23:37:03.000 three no delivery alarms were recorded. On event date, (B)(6) 2024 03:41:47.000 through (B)(6) 2024 04:01:47.000, multiple no delivery alarms noted. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). Unable to perform the displacement accuracy test due to accidentally cutting pump open prior to the testing. Under medical review window tab in adapt boluses were delivered as follows: (B)(6) 2024 07:45:43.000 normalbolusprogrammed (21). (B)(6) 2024 07:52:23.000 normalbolusdelivered (220). (B)(6) 2024 12:06:24.000 normalbolusprogrammed (21). (B)(6) 2024 12:09:01.000 normalbolusdelivered (220). (B)(6) 2024 13:23:57.000 normalbolusprogrammed (21). (B)(6) 2024 13:26:37.000 normalbolusdelivered (220). Unit may have had an intermittent failure not detected during our testing. No abnormal behavior during pump download history review. Unit received with cracked case (battery tube) and pillowing keypad overlay. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery/occlusion alarms noted. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.